Event description:
It was reported during surgery, the hand piece was inadvertently unplugged towards the end of the case. When it was plugged back in, an error message appeared stating the device had reached end of life. The device no longer worked and the surgeon elected to close the pocket as it was at the end of the procedure. The hand piece was discarded. There were no patient consequences.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period (B)(4) 2010 through (B)(4) 2012. As of (B)(4) 2012, the generator has not been returned for evaluation. A follow-up report will be submitted following device evaluation.